Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery is not working as intended. The patient underwent battery replacement procedure and was doing well postoperatively. The explanted product was disposed by the facility.